Manufacturer narrative:
(B)(4). Batch # p91w5y. Investigation summary: the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, ¿harmonic cord, harmonic not working up to physician needs; excessive bleeding noted. Requested new harmonic device: given. Machine states cord at this time has ten uses left. Cord replaced and with new device and cord physician satisfied. All harmonic hand piece devices opened for this case were new and not reprocessed.¿ it is unknown if there were any adverse consequences to the patient.